Manufacturer narrative:
The device associated with this report was not returned: however, based on the review of the patient proposal it was determined that the surgeons default preferences were set up incorrectly on these cases. The depuy designer flagged the values as atypical on the approval document. Other team members also followed up with phone calls and emails to verify that this value was truly what the surgeon wanted. The plan was approved by the surgeon as-is, and we delivered blocks consistent with his inputs. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On both the sides femoral psi had excessive external rotation beyond acceptable limits.